Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results compared to readings on the adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer has been constantly feeling unwell, dizzy, weak, and exhausted. As a result, the customer self-manages by injecting insulin and consuming glucose. There was no report of death or permanent impairment associated with this event.